Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic rotator cuff repair surgery the device hit the scoop and exploded. A piece of the apollo broke of and the scope was damaged. The broken off piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 11-feb-2022: it was confirmed that the arthroscope exploded when the apollo came in contact with the arthroscope, which is shown in the provided pictures. Further information was requested regarding the part- and serial number of the arthroscope.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the electrode face is chipped and the ceramic is cracked. It was also noticed, that the cable was cut prior to received. Device functioning testing and device memory couldn't be performed, since the cable was cut. The cause of this event is misuse, as stated in the complainant's narrative that the device hit the scope during use.